Manufacturer narrative:
Based on the information provided a device problem was not identified, the incident occurred during the procedure and the device had no influence on event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported a procedure to place 2 leads for a drg trial was abandoned as the physician was unable to gain access to the patient¿s epidural space due to patient anatomy. No devices were implanted.